Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and urinary retention postoperative ("just had hysterctomy yesterday and I am having trouble urinating on my own"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal and urinary retention postoperative outcome was unknown. The reporter considered medical device removal and urinary retention postoperative to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, urinary retention postoperative. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.